Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment x-ray showed the filter was at l3-l4 level. Approximately eighteen days later, computed tomography revealed that the filter was noted at infrarenal position with slight anterior tilt and multiple legs protruded through the inferior vena cava wall. There was possible fractured leg now lodged in the vicinity of the spinal periosteum. Only five limbs were identified contiguous with the filter body. A medial leg appears to protrude through the aortic wall. Additionally, two anteriorly oriented legs were seen abuts the duodenum. A posteriorly oriented leg was seen protrude and abuts the right psoas muscle. No evidence of aortocaval or retroperitoneal hematoma. At least two fractured legs penetrate the inferior vena cava into the aorta, vertebra, duodenum, and right psoas muscle. Approximately one month later, x-ray revealed obvious fractured filter fragments overlie the chest. Subsequently twenty-seven days later, the patient presented for filter retrieval under ultrasound guidance. Multiple attempts were made to grasp this filter using biopsy forceps, passed through a 16-french sheath. The tip of the filter could not be grasped adequately with this. A sos catheter was then advanced through the filter and glide wires were then passed around the intact upper portion of the filter and regained through the 16-french sheath but could not completely remove the device. There appeared to be strong fibrous attachments at the midpoint of the filter. Femoral access gained and an inferior snare was advanced below that to attempt to stretch out the filter and provide greater traction. Additional efforts with a 14-french laser sheath were also unsuccessful. Again, with additional laser energy, the filter could not be removed as there was simply too much fibrotic attachment of the filter. No displacement of any components of the filter was noted. Cavagram demonstrates the filter with two fractured tines and tilted apex. There was no evidence of caval thrombus. The flush catheter was exchanged over a wire for a 16 fr and later a 20 fr filter retrieval sheath in the right internal jugular vein, and a 16 fr sheath was placed in the right common femoral vein. Under fluoroscopic visualization attempts to remove the filter with a gooseneck snare, forceps, the reversed curve-guidewire "hangman" technique, and the spectranetics excimer laser sheath were all unsuccessful. Following extensive effort to remove the filter without success, decision was made to abort the procedure. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava (ivc) and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the inferior vena cava and struts perforated into organs. The device and detached struts has not been removed after two attempted but unsuccessful removal procedure (one open abdominal procedure and one percutaneous removal procedure). It was further reported that the detached strut retained in vein and spine and the patient experienced lower back and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the inferior vena cava and struts perforated into organs. The device has not been removed after two attempted but unsuccessful removal procedure (one open abdominal procedure and one percutaneous removal procedure). The detached strut has not been removed after two attempted but unsuccessful removal procedure (one open abdominal procedure and one percutaneous removal procedure). It was further reported that the detached strut retained in vein and spine and the patient experienced lower back and abdominal pain; however, the current status of the patient is unknown.